Event description:
A dialysis facility technician reported a pt's subciavian catheter cap connection came loose during a treatment on a meridian hemodialysis machine and no alarm occurred. It was reported that the venous pressure alarm limits were not properly set. The pt was taken to the ER for blood tests. The pt was administered oxygen, was given blood, and was hospitalized for one day. The results of the blood test were not provided. The pt has fully recovered.